Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was explanted due to patient reporting lack of efficacy. The manufacturer representative (rep) attempted multiple reprogramming sessions.